Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted into the hosp for increased ldh, hemolysis and blood in her stool. An echo was performed and revealed that the aortic valve was opening with every beat. There was also no change to the left ventricle diameter with speed increase. Pump power was stable at 4-5 watts. The patient's inr was variable as the patient is a poor responder to coumadin. The patient had multiple low flow alarms, and at first the alarms were not accompanied with an audible tone, but later the alarms had an audible tone. The patient received 6 units of packed red blood cells. The patient's pump was exchanged on (B)(6) 2014.